Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood glucose levels were not being received to the pump. At the time of the report with tandem technical support, the reported issue had resolved and readings were being received. No additional patient or event information was available. A root cause could not be determined.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter regained connection.